Manufacturer narrative:
Product ID: 39286-30, lot# 0208006158, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that, after the lead was implanted, the patient showed signs of neurological damage. Patient symptoms associated with this event were loss of reflexes in lower extremities, pins and needles / tingling sensation in legs, and lower limb weakness. The patient showed signs of recovery and then got worse over the weekend. It was stated that there was a possible cord compression, so the lead was removed. MRI would be done to see if there was damage. Actions required as a result of the event were hospitalization, explant, and surgical intervention. It was later reported that the MRI was performed afterward, results were not seen. The decision was made by the implanter not to reprogram, but to remove the lead. The patient had not been re-implanted and was no longer receiving any effective therapy.